Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 04/03/2015 with the following findings: the keypad buttons were intermittently responsive, and contamination was found under all the keypad button contacts. The pump powered on with no vibratory features. The vibration motor was connected to an external power source, and the vibration motor did not function. Unrelated to these issues, the evaluation revealed the internal clock battery on the pcb had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed contamination under the keypad buttons, and a vibration motor failure. This report is made based on results of investigation completed on 04/03/2015.